Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date, this complaint will be updated &/or a follow up be sent.

Event description:
Dealer is stating that the display is broken.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the complaint of the unit having a broken display was not able to be duplicated. However, the unit was confirmed to be alarming due to the manifold hoses leaking and the sieve beds being saturated.

Event description:
Dealer is stating that the display is broken.